Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ standard anaerobic/f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: quantity received and quantity affected: they do not have this information, they just process the bottles, they do not collect them. Was this issue involving patient or nonpatient samples? Patient. Customer problem: customer state they got 1 bottle 442024, bottle plastic bactec std anaer/f 50/pk lot#: 2249078 that was positive on the bactec instrument, and as part of their normal site procedure, they run bcid biofire tests to this positive bottles, no lot no. Or biofire reports will be provided, they have them under a local investigation process and cannot be provided. What they found on the biofire test is that this bottle gave a positive result for 2 microorganisms, one microorganism was able to grow after subculture, and the growth was seen also on gram stain, but the other microorganism identified by biofire test was candida tropicalis, this organism was neither on the gram stain, nor on the subculture growth. Customer states this has to come from the bottle. Bactec 442024 contaminated bottles.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 17-mar-2023. H3. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Returned good samples were visually inspected and tested for voltage output and viable contamination. All results were satisfactory. Complaint is unconfirmed based on retention and returned good samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. H3 other text : see h10.

Event description:
It was reported that while using the bd bactec¿ standard anaerobic/f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: quantity received and quantity affected: they do not have this information, they just process the bottles, they do not collect them. Was this issue involving patient or nonpatient samples? Patient. Customer problem: customer state they got 1 bottle 442024 - bottle plastic bactec std anaer/f 50/pk lot# 2249078 that was positive on the bactec instrument, and as part of their normal site procedure, they run bcid biofire tests to this positive bottles, no lot no. Or biofire reports will be provided, they have them under a local investigation process and cannot be provided. What they found on the biofire test is that this bottle gave a positive result for 2 microorganisms, one microorganism was able to grow after subculture, and the growth was seen also on gram stain, but the other microorganism identified by biofire test was candida tropicalis, this organism was neither on the gram stain, nor on the subculture growth. Customer states this has to come from the bottle. Bactec 442024 contaminated bottles